Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's daughter suspected that this implantable pacemaker device battery drains extremely quickly, and that the device also has a malfunction. The device remains in service. No adverse patient effects were reported.